Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the retuned component underwent a thorough analysis. The pump was visually inspected, leak and functionally tested. No visual damage or abnormalities were noted, no leaks were identified in the component; however, the pump did not pass activation test during functional evaluation. The pump tubing was cut down to the pump block; therefore, it was not returned for analysis. Based on the information available and analysis results, the pump not passing the functional inspection could have caused or contributed to the reported clinical observation of mechanical issue; consequently, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was identified. The pump was removed and replaced according to the physician's diagnosis. There were no patient complications.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the reservoir was identified. The pump was removed and replaced according to the physician's diagnosis. There were no patient complications.